Event description:
(B)(4). My experience was horrible. When I went to get my tubes tied they told me all they do now day is essure. After getting the ensure I didn't have a menstrual. Then my obgyn send me for bleed work just to find out that I was going through early stages menopauses then the doctor thought I'm too young for that then more test then that blood work came back good then I started having menstrual and they we're very bad had to go to ER there I find out my cervix was very then and I had a bacteria infection. I also had vitamin d decency. I had very bad pain in my left side that would take me to the floor. I never had energy I was always be very tired and unlike some women I lost a lot of weight. This device ruined my life I felt like I was slowly dying. And when I had my menstrual I thought I was going to bleed to death I would never refer anyone to get the ensure I feel the doctors should put this poison in are body's after I went to ER for heavy bleeding I ask for them to removal because if I didn't take action I probably would have bled to death. And to have intercourse it hurt so bad this device ruined my life weeks after having it removed my daughter says mom I'm glad you got that stuff out because you are more awake now you used to sleep all the time so please recall this device.